Event description:
A health care professional reported a patient with a superficial infection.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is unknown where the superficial infection is or if at the site is where the aquacel surgical cover dressing has been in use. This event was reported to a representative by a health care professional. There has been three attempts to gain additional product/event/patient information by outbound calls made on (B)(4) 2013 via voicemail and messages left. As of (B)(4) 2013 there has been no return calls from the reporter. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 21, 2013. (B)(4).